Event description:
Event determined to be reportable based upon analysis completed in 2007. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon failed to inflate. The lesion location is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. A pin hole tear was noted in the balloon material during device analysis.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter was received with the balloon in a semi-inflated state with heavy amounts of dried contrast media within the inflation lumen. Visual and microscopic examination of the balloon material revealed a pin hole tear in the balloon wall located 1 cm proximal to the distal tip. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The available information is insufficient to determine a potential root cause. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications.